Event description:
I had 3 injections of euflexxa by an orthopedic surgeon and my knees are so much worse with pain behind my knees and major calf cramping. My back pain has increased 75% from what it was. My whole right side aches and hurts. I have a lot of trouble walking, driving and doing all the normal everyday activities. It has turned my world upside down. Now I am more disabled than ever and don't know where to turn or what to do. Dose or amount: dose: 3 doses, route: intrasynovial.